Manufacturer narrative:
All available patient information has been included. No additional information has been provided. An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer obtained falsely elevated architect estradiol results on one patient with recurrent miscarriages. The customer stated that the architect generated an e2 result of >1000 pg/ml, compared to the roche result of 88 pg/ml. The patient had taken mifepristone tablets. The customer believes the cause of the elevated results was drug interference. No impact to patient management was reported.